Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the interference screw threads deformed when trying to insert the screw into the tunnel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error due to improper bone preparation, misalignment during insertion, or possibly the implant not being completely seated on the screwdriver. Directions for use (dfu) interference screws: 5. Bio cortical and delta tapered interference screw only: insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The complaint is confirmed based on the customer¿s attached picture, which displays the biocomposite interference screw (10 mm x 35 mm) with stripped threads.